Event description:
Reporting status: malfunction. Reporting rational: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the zeta stent delivery system (sds) package was opened and the sds was removed, the stent was dislodged and found inside the packaging. Reportedly, there was no pt involvement with this sds. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, the sds was not returned to abbott vascular for analysis. It was reported that when the zeta, stent delivery system was removed from the package, the stent was dislodged and found inside the packaging. Potential causes of dislodgement, as observed in past incidents, may include improper inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. However, without the sds to examine, no determination can be made as to the root cause of the reported discrepancy.